Event description:
The customer did not provide any specific info as to the reason for the return of this product. There was no pt injury reported. Inspection by posey indicates that there is battery corrosion and the liqui-label has evidence of moisture however, the unit functions ok.

Manufacturer narrative:
(B) (4). (B) (4).